Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh x2 were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that patient underwent mesh revision on (B)(6) 2012 due to urinary retention. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: june 1, 2018 through july 31, 2018. Psr submission number: 2210968-2018-75205. Psr report identifier: (B)(4). All event details will now be captured via emdr report number.